Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit passed the test cut; however, it was out of calibration on the right reading. The unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00849, 0001526350-2023-00848, 0001526350-2023-00847. G2: foreign: australia. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial reporter: telephone: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the skin was caught in the mesher. Graft was viable and used. The procedure was delayed by 1-15minutes to obtain a new device. No adverse events were reported as a result of this malfunction. No further information is available at this time.